Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor updating/sg not available, log in issue - unresolved, no com pump to mobile, sensor glucose vs. Blood glucose, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 192 mg/dl and sensor glucose value of 62 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: current bg is 234 (high). The event involved product(s) mmt-7841zn, mmt-7333, mmt-6102, mmt-7040a, mmt-7040a, mmt-332a, unomedical, mmt-1884. Unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. No further patient complications were reported. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7333. No product return is required for mmt-6102. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884.